Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a car accident on an unknown date. The patient had a lack of efficacy and had lost coverage on their right side. An impedance checked showed that the impedances were off on the right lead. The lead was replaced. The issue was reported to be resolved. No further complications were reported.